Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump may be under delivering. The customer¿s blood glucose level was 212 mg/dl at the time of the incident. The customer gets alert before low messages. Troubleshooting was not completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to carelink. No upload/download anomalies or delays in uploading/downloading were noted.

Manufacturer narrative:
The initial report was submitted with the wrong information. The correct information has been added with this report.